Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed multiple occlusion alarms with high force. During testing, the pump successfully passed the rewind, load, and prime steps. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no occlusions. The pump cover was opened and no internal moisture or damage was observed. Unrelated to the complaint, the battery compartment was cracked. The audio bolus button cover was missing from the pump. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was alleged that the pump emitted occlusion alarms despite changing the tubing and cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.